Manufacturer narrative:
Event date: although an exact event date cannot be confirmed, the diagnosis of a broken plate was determined on (B)(6) 2015. Additional product code ¿ ktt. UDI: (B)(4). Initial reporter hospital contact phone number: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event clarification: device report from synthes (B)(4) on an event in (B)(6) as follows: it was reported that a patient's locking compression plate (lcp) broke post-operatively. The patient was initially implanted with an antegrate femoral nail (afn) on (B)(6) 2015 for a femoral diaphysis fracture. It was confirmed that the patient's afn broke on (B)(6) 2015 resulting in a revision surgery on (B)(6) 2015. During the revision procedure the patient was implanted with a lcp broad plate. The lcp broad plate was determined broken (B)(6) 2015 and revision surgery occurred (B)(6) 2015. The patient was implanted with an lcp broad curved plate and a lcp small plate. The patient's initial afn procedure is reported under (B)(4), this report addresses the lcp broad plate breakage.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4) several re-operation. Device history records was conducted. The report indicates that the manufacturing location: (B)(4), 426.601s / lot 9413281, manufacturing date: 26 march 2015, expiry date: 01 march 2025. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the a locking compression plate (lcp) broke. The whole procedure was reported with the following dates: (B)(6) 2015; antegrate femoral nail (afn) was implanted to the patient on surgery of femoral diaphysis fracture. (B)(6) 2015; the afn was broken. (B)(6) 2015; reoperation using the locking compression plate (lcp) broad plate in question was conducted. The lcp broad plate in question was found broken on (B)(6) 2015. Due to the breakage, reoperation was conducted on (B)(6) 2015. In the reoperation, a lcp broad curved plate and a lcp small plate were implanted with treatment of autologous bone transplantation. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). A manufacturing investigation was performed for the subject device (.5mm ti broad lcp® plate 10 holes/188mm, part number 426.601s, lot number 9413281). The subject device was returned to the manufacturer with the complaint condition stating that the plate broke postoperatively resulting in revision surgery. The subject device laser marking was legible and the plate was confirmed to be broken at drill hole 6. The drill holes are partially damaged. As previously reported, a review of the device history records of the subject device lot confirmed that there were no abnormalities or deviations during the production process which could have contributed to the reported condition. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. All dimensions relevant for the function of the product were measured and were found to fulfill the product specifications. Although the complaint condition is confirmed, a root cause could not be identified. The complaint condition is not valid from a manufacturing perspective. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was initially reported that revision surgery was performed on (B)(6) 2015 due to a broken locking compression plate (lcp). The lcp and seven (7) screws were initially implanted on (B)(6) 2015 as part of an antegrade femoral nail revision surgery (reported as complaint (B)(4)). The lcp was discovered to be broken on (B)(6) 2015. During the (B)(6) 2015 revision surgery, the broken plate and seven (7) screws were explanted and the patient was revised with an lcp broad curved plate, a lcp small plate and an autologous bone transplant. On (B)(6) 2016, the reported lcp and seven screws were returned to the manufacturer for investigation. Upon incoming inspection of the returned implants, one (1) cortex screw was discovered to be broken. The remaining 6 (six) screws were received intact. This device was evaluated for reportability on (B)(6) 2016 and was determined to be reportable. This report is 1 of 2 for (B)(4).